Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room with syncope and complete heart block. The device was unable to be interrogated and had no pacing output seen on the electrocardiogram. It was noted the device had reached elective replacement indicator (eri) and it was unknown when the last device follow-up had occurred. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.